Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device underwent a pocket revision to reposition the device into a subpectoral location, so as to mitigate the potential for future skin erosion. No report to date of exposure, nor infection. The procedure was completed with no resulting adverse patient effects.